Manufacturer narrative:
Final analysis found that the insulation was braded at 16.6cm to 17.2cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information on (B)(6) 2018 stated that the lead was explanted and replaced due to noise. The patient was asymptomatic throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal device check, the right atrial lead exhibited noise. Noise was reproducible with arm movements. All other electrical measurements were normal. No intervention was performed. The patient was asymptomatic throughout the event and would continued to be monitored.